Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), and liquid sense errors on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au480 chemistry analyzer and identified the probable cause as a defective sample probe. The customer replaced the sample probe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).